Event description:
The manufacturer received information alleging a ventilator's lcd display screen was damaged. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the device's lcd display screen was not viewable. The device had physical damage consistent with being dropped. The ventilator's lcd display screen was replaced to address the issue.